Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Mw5092333.

Event description:
It was reported via medwatch "bard IV inserted into back of pt's left hand on (B)(6) 2020. On (B)(6) 2020 IV removed after developed leak. Whe IV withdrawn, rn noted fragment of IV catheter retained. Us confirmed. Vasc surg for removal."